Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. The report comes from (B)(6) at (B)(6) concerning the platinum plus 0.08 guidewire manufactured by: (B)(6). It was reported that during the cardiomems implant procedure vascular access was initially attempted via right femoral vein; however, the physician recognized that the right femoral artery had been compromised - a fistula was suspected. Only the (B)(6) sheath and wire had been inserted at the time. Manual pressure was applied to the site with subsequent hematoma formation. Vascular access was then successfully achieved via left femoral vein. After access was established, the left pulmonary artery could not be reached secondary to very high pressures. Angiography of the right pulmonary artery did not result in identification of an appropriate target vessel. The physician of interventional cardiology joined the case utilizing a jr 6 catheter to access the left pulmonary artery. Angiography was performed revealing an appropriate target vessel. The sensor was prepped per protocol, loaded onto the wire and advanced under fluoroscopy. The physician encountered significant resistance approximately 4 mm proximal to the target vessel and the guide wire "curled" into the right ventricle. The physician performed various troubleshooting efforts to pull wire back into position however the sheath came out and vascular access was lost. At this point the physician made the determination to abort the implant procedure. The patient was in the cath lab for a total of 2.5 hours. Due to the prolonged procedure time the patient had become unstable respiratory wise due to having to lay flat on the table for that amount of time. Oxygen was increased during the case to keep oxygen saturations at appropriate level. There were no other adverse consequences to the patient. Wire used for the case was the (B)(6) platinum plus 0.08. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).